Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported information on behalf of the patient. It was stated that the patient slipped on the ice on (B)(6) 2016, and fell on their battery site. The patient¿s incision opened slightly, and they were having drainage. It was noted that the patient was recently implanted on (B)(6) 2016. The patient has an appointment with their healthcare provider on (B)(6) 2016. The patient was implanted for non-malignant pain. Additional information was received from the patient. They explained that they fell and landed on their buttocks, right on the battery site. They noticed that their incision site was bleeding after they fell. The patient went to their doctor, and had more gauze put on their incisions. Their physician took an x-ray of the patient¿s device, which showed their leads had moved down 2 levels. The physician checked the stimulator, and it was working fine. The patient just did not feel their stimulation as far up on their back. The patient noted they could feel their stimulation on their lower back, buttocks, and down their legs. Their physician told them to take it easy for a few weeks and let their incision heal.